Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an ankle arthroscopy metal deposits detached from the shaver blade and remained in the patient. Visible deposits were removed from the patient. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.